Manufacturer narrative:
Unable to prime during prime alarm test and alarmed during basic occlusion test due to protruded/loose drive support disk. Unable to perform occlusion and excessive no delivery alarm test due to alarms. However, the insulin pump passed the displacement test. Cracked reservoir tube lip, missing end cap sticker and cracked end cap noted during visual inspection.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was unknown. Customer reported that the insulin pump is alarming motor error, squirting the insulin out during the manual prime and that the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.